Event description:
Thrombus was found in the implanted cypher approx one month after the procedure. Pci was performed on this pt who presented for elective treatment of a de novo lesion in the mid-left anterior descending artery of approx 15mm in length in an unk vessel diameter. The (b2) concentric lesion was also calcified. Pre-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. Intra-procedure medications were aspirin 100mg/day, ticlopidine hydrochloride 200mg/day. The lesion was pre-dilated with a 2.5x15mm balloon at 14 atm before deploying one 3.0x18mm cypher stent at 18 atm. Ivus was conducted. Timi ii and ii flows were recorded pre and post-procedure, respectively. Act was not measured. Post-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. Approx one month later, the pt developed an acute myocardial infarction and was hospitalized. Cag was conducted and thrombus was observed in the implanted cypher. Aspiration and poba (3.25mm balloon) were conducted. The physician learned the pt stopped taking the ticlopidine hydrochoride, due to felling sick and assumed the cause was that medication. Blood testing indicated to side effects, but the pt was switched to warfarin potassium, dose unspecified.